Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The ma nulls were also adjusted and a full filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system exhibited an error, shut down and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.